Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the display was blank.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿returned unit for blank display.¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump had a blank display when powered on during triage. The technician found j6 on the main board was damaged. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.